Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient developed fever of 38 degrees celsius and right pleuritic chest pain on day one after ablation. The patient was kept in hospital for observation for one day.